Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm. The issue was found during a routine maintenance check. The customer evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the battery needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the battery to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing. Upon further investigation, the issue was discovered found during a routine maintenance check. There was no patient involvement. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of report: 29jul2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
It was reported to philips that the device had a battery failure. Clinical usage is currently unknown requests for further information have been made. There is no report of patient or user harm.